Event description:
It was reported via repair work order that the head-end lift was stuck elevated due to damaged lift coupler and malfunction cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.